Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was never implanted due to low battery voltage out of the box. The device was returned. There was no patient involvement.